Manufacturer narrative:
This serves as a correction as information in section b5 was incorrectly documented in the initial report. This section has been updated to note the duration of customer's symptoms.

Event description:
The customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. The customer experienced symptoms described as ¿ball shape", yellow color, redness, pain, and an insertion site infection. The customer had contact with a healthcare professional and received augmentin as treatment. The customer noted that the ¿ball shape" symptom took about a month before it disappeared. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. The customer experienced symptoms described as ¿ball shape, yellow color, redness, pain and an insertion site infection¿. The customer had contact with a healthcare professional and received augmentin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d3 (email) and section g1 have been updated to reflect current adc contact information. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the investigation results were omitted from the previous (initial) report, therefore section h has been updated.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. The customer experienced symptoms described as ¿ball shape, yellow color, redness, pain and an insertion site infection¿. The customer had contact with a healthcare professional and received augmentin as treatment. There was no report of death or permanent injury associated with this event.